Event description:
The pt was admitted as an emergent case due to an acute coronary syndrome. The target lesion was the mid right coronary artery. The target lesion was a de novo lesion, concentric and a total b2. The lesion length was 20mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a balloon (2.5/15mm) at 8atm for 18 secs. A cypher stent (2.5/23mm) was implanted at 18atm for 34 secs. Post dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis after the procedrue was 0%. Act was not measured. The next day following the coronary stenting procedure, the pt complained of chest pain and coronary angiogram was conducted and the implanted cypher stent was occluded with thrombus. The medications admin are as follows asporin, ticlophdine hydrochloride and heparin.